Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) shutdown the station and replaced the pyxibus module controller (pmc) board. After reinstalling the back of the drawer and closing the panel, the fse powered on the station and recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed and not detected on the bus. The customer attempted to recover the drawer and made multiple attempts to reboot the machine, including powering it off and on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.